Event description:
An (B)(6) old male pt's wife called zoll customer support to report multiple check device assembly messages. Upon reviewing download data zoll customer support determined a service code 107. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon eval, the electrode belt had intermittent communication failures. The cause was a recessed pin 1 in the socket of the trunk cable connector. Pin 1 allows the blue wire to communicate and relay info from the belt to the monitor. The cause of the recessed pin was a cracked trunk cable connector. The root cause of the damaged trunk cable connector could not be positively identified but was likely excessive force. No adverse event resulted from the cracked trunk cable connector. The pt received a replacement electrode belt.